Manufacturer narrative:
Brand name - the correct brand name is sterrad® chemical indicator strip. Common device - the correct common device is indicator, chemical. Catalog number - the correct catalog number is 14100.

Event description:
A customer reported a sterrad® chemical indicator strip did not change color correctly after a completed sterrad® nx cycle. The affected load was reprocessed. There was no report of infection, injury or harm to patient(s) associated with this issue. Although there is no report of patient injury or harm and no prior incidents have resulted in serious injury, advanced sterilization products (asp) has determined in this situation sterility cannot be assured. Therefore, as a matter of policy asp had decided to report all incidents of sterrad® chemical indicator strips not changing color correctly.

Manufacturer narrative:
Asp investigation summary: the investigation included a review of the device history record (DHR), trending of lot number, visual analysis, concomitant product evaluation and system risk analysis (sra). The DHR was reviewed and the involved lot met manufacturer specifications at the time of release. No anomalies were observed that would contribute to the customer's experienced issue. Trending analysis by lot number was reviewed from 08/12/2016 to 02/08/2017 and trending was not exceeded. The sra indicates the risk associated with a quality problem with no impact on safety is "low." The product was not returned; therefore, no visual analysis was performed. An issue with the concomitant sterrad nx is unlikely as the cycle passed and the related biological indicator (bi) and ci tape changed correctly. Upon follow-up, the customer stated the color changed on the chemical indicator (ci) strip, but it was not as light as they are used to seeing. The technical services representative (tsr) sent the customer the chemical indicator comparator chart and it was determined to be within the acceptable parameters. Therefore, no problem was found with the issue. The issue will continue to be tracked and trended.